Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare professional (hcp) reported that the broken tube did not connect properly with the monitior and was causing error readings. At the time of connection of the et tube and probes to the monitor, the monitor was going off and picking up a lot of artifact without any known reason. They decided to change out the monitors to see if that resolved the issue. It did not. The team then changed out the probes however did not resolve the issue. Lastly, the team determined the et tube should be exchanged out and replaced with a new one. This resolved the issue. There was no patient impact.